Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cable was lost or not charging the pump. Reportedly, the pump was not able to be charged and the customer reverted to manual injections for insulin therapy. The customer's blood glucose level was not provided. A replacement adapter and usb cable were sent to the customer.